Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. Correction: b5: describe event or problem. H6: device codes.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used in the esophagus during a cardia constriction procedure on (B)(6) 2025. During the procedure, a seven-band ligator was required for ligation. The first band was ligated and fell off normally, but the second band could not fall off. It was withdrawn for inspection. The wires in the ligation band were entangled, which caused the ligation band not to fall off normally. The procedure was completed with another speedband superview super 7 which delayed the patient's procedure time 15 minutes. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy. Correction: b5: describe event or problem. E1: initial reporter title, first name, last name, facility name, address, city, phone and email e2: health professional. E3: occupation. H6: device codes.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used for in the cardia of the stomach during a cardia constriction procedure on (B)(6) 2025. During the procedure, a seven-band ligator was required for ligation. The first band was ligated and fell off normally, but the second band could not fall off. It was withdrawn for inspection. The wires in the ligation band were entangled, which caused the ligation band not to fall off normally. The procedure was completed with another speedband superview super 7 which delayed the patient's procedure time 15 minutes. It was noted that no difficulty was experienced upon setting up the device. No patient complications were reported as a result of the event. Note: the complainant reported the anatomy location was in the cardia; however, according to the speedband superview super 7 multiple band ligator instructions for use (IFU), the device is not intended for ligation of esophageal varices below the gastroesophageal junction.

Manufacturer narrative:
Block h6: imdrf code a050501 captures the reportable event of band failure to deploy.

Event description:
It was reported to boston scientific that a speedband superview super 7 was used for an unknown anatomy location during an gastroscopy and cardiac stenosis procedure on (B)(6) 2025. During the procedure, a seven-band ligator was required for ligation. The first band was ligated and fell off normally, but the second band could not fall off. It was withdrawn for inspection. The wires in the ligation band were entangled, which caused the ligation band not to fall off normally. The procedure was completed with another speedband superview super 7 which delayed the patient's procedure time. No patient complications were reported as a result of the event.